Manufacturer narrative:
One processor pca was returned for failure analysis (fa). The fa observed that connector j22 was broken off and missing on the returned processor pca. The available information is consistent with a malfunction of the processor pca. Philips cannot rule out a malfunction of the processor pca as the cause was not determined to be caused by use outside normal and expected.

Manufacturer narrative:
.

Event description:
It was reported to philips there was an op check failure with the ECG. There was no patient involvement.